Event description:
It was reported that pump issued recurring cartridge alarm 20 that did not occur during the load process and prevented successful loading of a new cartridge and continuation of insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance from technical support and planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, and was informed about the need to re-enter pump settings and reconnect continuous glucose monitor on replacement pump. Technical support arranged pump replacement and requested return of problematic pump using prepaid label.